Manufacturer narrative:
Film evaluation results are: the exact cause of the reported bifurcate contralateral stub compression leading to cannulation difficulty could not be conclusively determined from the single pre-implant 3d recon image provided. The films during the implant procedure were not provided. The stent graft in-vivo configuration was unknown. The sizing sheet showed that the infrarenal aortic neck diameter was 9 mm in length. The single pre-implant 3d recon image showed that the infrarenal aortic neck to the mid aaa was angulated approximately 30 degree l-r; however, the aortic neck angulation in the a-p axis could not be assessed. It is possible that the patient anatomy may have contributed to the event. Continued from block a 24-off-label, unapproved or contraindicated use (length of aortic neck).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 7.5 cm in diameter abdominal aortic aneurysm. The aortic neck was 9 mm in length. It was reported that, during the index procedure, the endurant ii bifurcate was implanted but the contralateral gate of the device was compressed due to the patient anatomy. Cannulation of the contralateral gate of the endurant ii device could not be achieved. The physician elected to convert the patient to an aorto-uni-iliac stent graft and performed a femoral to femoral bypass. The event was resolved. Per the physician, the cause of the event was due to a hostile patient anatomy. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.